Event description:
Customer reports lancet sticks out of the device's end-cap after being fired while using the multiclix lancet device. No accidental stick reported. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.